Manufacturer narrative:
Additional information received on (B)(6)2020 which provided an additional concomitant product of thmcl smtch sf bid, tc, d-f. Therefore, updated the d 11. Concomitant medical products and therapy dates section. On (B)(6) 2020 a response was received stating there was no failure with the thmcl smtch sf bid, tc, d-f device. On (B)(6) 2020, additional information was received stating the thmcl smtch sf bid, tc, d-f device was not inserted into the patient. On (B)(6)2020 it was clarified that this catheter was not used during the procedure as it was not inserted into the patient and not involved in the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the 3500a follow-up 2 the following was reported: additional information received on 7/27/2020 which provided an additional concomitant product of thmcl smtch sf bid, tc, d-f. Therefore, updated the d11. Concomitant medical products and therapy dates section. On august 4, 2020 a response was received stating there was no failure with the thmcl smtch sf bid, tc, d-f device. On august 10, 2020, additional information was received stating the thmcl smtch sf bid, tc, d-f device was not inserted into the patient. On august 17, 2020 it was clarified that this catheter was not used during the procedure as it was not inserted into the patient and not involved in the adverse event. However, during further investigation, it was clarified that no extra ¿thmcl smtch sf bid, tc, d-f¿ was received for this complaint. The device received was the reported device in the 3500a initial of d1. Brand name: thermocool® smart touch® sf bi-directional navigation catheter / d4. Lot: 30300032m. . Correction to additional information received on august 10, 2020 as it should have stated that the additional information was that the non smart touch catheter was not inserted into the body. Correction to additional information received on august 17, 2020 as it should have stated that the additional information was that it was clarified that the non smart touch catheter was not used during the case. It was not inserted into the patient and not involved in the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 66-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, the electrograms on carto representing pentaray catheter poles 17-18 were noisy. The catheter cable was replaced, and the issue did not resolve. The pentaray catheter was replaced and the issue resolved. Procedure continued. The account opened a thermocool sf nav catheter by mistake when thermocool® smart touch® sf catheter was desired. The catheter was replaced and the procedure was continued. During the ablation phase with the thermocool® smart touch® sf bi-directional navigation catheter towards the end of the procedure, the patient¿s blood pressure dropped. The cardiac silhouette was not moving on fluoroscopy. Transthoracic echo was preformed and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove the blood from the pericardial space; however, the patient did not stabilize, and surgical intervention was required. The patient was transferred to the intensive care unit in stable condition. Prolonged hospitalization was required. Patient condition improved. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all the specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the electrograms on carto representing pentaray catheter poles 17-18 were noisy. The catheter cable was replaced, and the issue did not resolve. The pentaray catheter was replaced and the issue resolved. Procedure continued. The account opened a thermocool sf nav catheter by mistake when thermocool® smart touch® sf catheter was desired. The catheter was replaced and the procedure was continued. During the ablation phase with the thermocool® smart touch® sf bi-directional navigation catheter towards the end of the procedure, the patient¿s blood pressure dropped. The cardiac silhouette was not moving on fluoroscopy. Transthoracic echo was preformed and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove the blood from the pericardial space; however, the patient did not stabilize, and surgical intervention was required. The patient was transferred to the intensive care unit in stable condition. Prolonged hospitalization was required. Patient condition improved. The physician did not comment on the cause of the adverse event. Transseptal puncture was not performed. There was no evidence of steam pop during the ablation. There were no biosense webster, inc. Product malfunctions nor error messages reported. Recommended settings for smarttouch sf catheter were used. The force visualization features used included graph, dashboard and vector. Since this event is life threatening and required medical/surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then the event is to be considered serious and MDR-reportable. The noise issue was assessed as not MDR reportable. The patient's heart rhythm was still visible to the operator when the signal noise or loss only affects only the body surface (bs) or intracardiac (ic) electrograms (but not both). The potential that it could cause or contribute to a death or serious injury was remote.